Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient via an manufacturer representative (rep) and an healthcare professional (hcp) regarding a patient receiving infumorph (15.0 mg/day, 25.0 mg/ml) via an implantable pump for non-malignant pain. On (B)(6) 2018, the patient called and reported they thought they were going through withdrawals. The patient noted they had their toes amputated yesterday. The patient's nurse stated the patient had been given pain medications. The nurse stated they did not hear any beeping. The hcp's nurse practitioner stated that they would set up a dye study and rotor study on (B)(6) 2018 to test the pump and the hospital could give the patient medication as they saw fit. On (B)(6) 2018, it was reported that the patient's pump was stalling and the patient was having withdrawals. The pump was interrogated and the logs were read. Multiple motor stalls and recoveries were identified. The motor stalls durations were varied. The hcp listed a few motor stall durations (4 hours, 11 hours). The hcp confirmed that no emi or magnetic sources were present. The hcp decided to turn the pump off and give the patient oral medication. The first motor stall occurred on (B)(6) 2018. The hcp stated the motor stall had occurred first before the patient started having pain. It was noted again that the patient was in the hospital trying to recover from surgery and they were trying to get their pain under control.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that when the pump broke, he was taking 60 mg morphine pills 3x/day. He stated that due to the withdrawals he kept falling all the time. One time he fell and ¿hit a table leg and cracked 3 vertebrae in my back and something else¿. The patient then expressed frustration that the pump sticks out of his body an inch and was requesting assistance in finding a doctor to remove the pump. He then stated that he could not currently have surgery though due to his diabetic blood sugar levels.